Event description:
It was reported by the medical equipment company representative that while preparing for a case, the device wireless telemetry was no longer available. The device was not used. Subsequently, in preparation for a different case about 10 weeks later, while the device was still in the packaging, it displayed "wireless telemetry no longer available." The device was not used and was returned to the manufacturer. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and revealed that telemetry-c was nonfunctional and also reported that the telemetry-c host bus was never established which indicates a possible anomaly (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.